Event description:
It was reported that pump had downstream occlusion (dso) seal damaged. During investigation found the device's downstream occlusion (dso) seal was cracked. A cracked dso seal can impair the pump¿s ability to accurately detect occlusions, which may result in delayed or missed occlusion alarms and potential interruption or under-delivery of therapy. The event occurred during routine preventive maintenance inspection and there was no patient involvement.

Manufacturer narrative:
Device was initially received for the complaint that pump had downstream occlusion (dso) seal damaged. During investigation found the device's downstream occlusion (dso) seal was cracked. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that missing battery door, cracked dso seal, lcd lens damage. The issue was confirmed with visual inspection per performance verification testing. The dso seal was replaced and calibrated.